Event description:
A (B) (6) female pt contacted zoll lifecor customer support to report that her battery was showing the red fault light when placed on the charger. The pt also reported that when the battery was placed in the monitor, it would not power up. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B) (4) has been completed. Reported problem (battery displays the battery fault light on charger) has been confirmed. The device malfunction was due to mismatched cells within the battery pack. Upon evaluation, it was found that the cause of the mismatched cells was due to one of the tri-cells measuring 0 volts. The root cause of the dead cells cannot be positively identified. Review of the pt's flag files shows no evidence of why one of the tri-cells went dead. No adverse event resulted from the defective battery pack. The pt was provided with a replacement battery pack.